Manufacturer narrative:
Visual inspection under magnification showed detachment of the electrodes with rounded edges on the remaining electrode legs. There was a significant amount of scuff marks present around the spacer with scratch marks on the exposed shaft near the tip. The cable has been severed prior to being received for evaluation; therefore, a functional test could not be conducted. There were no manufacturing abnormalities visually observed with the returned device. The complaint was visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a slotted cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that while removing the wand through the slotted cannula, the distal plate became loose and fell off into the surgical site. The broken piece was left in situ. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.